Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, and without the device to analyze, a cause for the reported unintended movements associated with clip opening during efaa and clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. An xtw clip was inserted and deployed on the mitral valve. However, after removing the lock line, the clip opened roughly 10 degrees. The second final arm angle (efaa) was then performed and the clip slightly opened more. The clip was then deployed and was noted to be remain stable on the leaflets. Mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.